Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in new jersey reported that four rt210 adult ventilator circuits failed the ventilator leak test prior to patient use. The issue reportedly resolved when the mr290v vented autofeed humidification chambers provided with the rt210 adult ventilator circuits were replaced. There was no reported patient involvement.

Event description:
A healthcare facility in new jersey reported that four rt210 adult ventilator circuits failed the ventilator leak test prior to patient use. The issue reportedly resolved when the mr290v vented autofeed humidification chambers provided with the rt210 adult ventilator circuits were replaced. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chambers provided with the rt210 adult ventilator circuits and additional information was requested to be provided to fisher & paykel (f&p) healthcare new zealand for evaluation. Results: the subject devices were not returned to f&p healthcare for evaluation as they had been discarded by the healthcare facility. Conclusion: based on the information provided by the healthcare facility and without the return of the subject devices, we are unable to confirm or determine the cause of the reported issue. All mr290v vented autofeed humidification chambers are visually inspected during the manufacturing process. Additionally, every mr290v vented autofeed humidification chamber is leak tested at the completion of the assembly process. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions for the rt210 adult ventilator circuits state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.